Manufacturer narrative:
UDI (B)(4).  The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.    Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. It should be noted that the thv was deployed in the native pulmonic valve.  Deployment of the sapien 3 valve in a native pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Valve malposition is a known potential complication associated with the use of the transcatheter heart valve (thv). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, incorrect sizing of the landing area, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator.  In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Investigation results suggest/indicate procedural factors (valve positioning prior deployment, placement of s3 valve in a borderline size native pulmonic valve) likely contributed to the too pulmonic position of the initial sapien 3 valve and subsequent deployment of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry department, approximately 7 months post implantation of a 29mm sapien 3 valve in the pulmonic position via transfemoral approach with a commander delivery system and esheath, a valve in valve was performed with a second 29mm sapien 3 valve.    Per received information, during the first implantation of a 29mm sapien 3 valve, the valve migrated during deployment and required an additional stent to secure it in the rvot. There were no adverse events or device malfunction. During the second implant of a 29mm sapien 3 valve, the valve was successfully deployed in the rvot. Patient was reported as 'doing well'.